Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (1 mg/ml at 0.25 mg/day) and baclofen (30 mcg/ml at 7.5 mcg/day) via an implantable pump for spinal pain. It was reported that the patient's pump was in telemetry mode. They had a magnetic resonance imaging (MRI) on (B)(6) 2021 (unrelated to medtronic device or therapy) and the pump was not checked post-MRI. The healthcare provider (hcp) stated that it showed the pump was still stalled from (B)(6) 2021. Today was the first time it had been interrogated post-MRI and the patient did not hear any alarms this past month. Technical services explained telemetry mode and stated the alarms are suspended in this mode. The hcp was told to re-check the pump now for the logs as they would now show a recovery for today's time stamp. The hcp "thought this happened with another patient 6 years ago" and stated they will call back if the pump does not recover after checking the logs. Technical services emailed literature regarding telemetry mode.